Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle removed from the patient during the same procedure? Was there any patient consequence or injury? Lot number? What tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull off event? Device return status?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the suture was passed and it was verified that the needle came alone and the thread was separate. There were no adverse patient consequences reported.